Event description:
This device is at eri indication and was explanted when the rv lead was capped due to noise on the rv channel.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. There were 133 charging cycles was documented. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegms showed that this large amount of charging cycles was caused due to the detection of noise in the right ventricular channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of device malfunction.